Event description:
24wk male, precipitous delivery, extremely preterm, placed in warmer with few spontaneous movements. Apgar scores 3 and 6 at one and five minutes. Pt received a primary wound dsg on abd and back for skin breakdown. Upon removal of abdominal dsg, despite moistening saline the skin peeled off with the dsg. Has received subsequent immediate and ongoing treatment for this and has shown improvement.